Manufacturer narrative:
(B)(4).

Event description:
A voluntary MDR report was received on 10/17/2025. It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.